Event description:
A discordant calcium (ca_2) result on an advia 2400 was obtained for 1 patient. The result was not reported to the physician. The sample was rerun on the same instrument and the corrected result was reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked the alignment of reagent probe 2 (rp2), adjusted the height of mix 1 and verified mix 2. The customer changed the reagent wedges prior to performing repeat testing. Based on the information provided, no conclusion can be drawn as to what may have caused the problem. The instrument is performing within specifications. The system was determined to be operational and no further evaluation of the device is required.